Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device was inserted into the insertion sheath with a snap, and then the device/sheath assembly snapped when the assembly was being withdrawn to position the anchor. However, when the assembly was pulled about 3 cm, high resistance was felt and could not be pulled anymore as the suture locked. The carrier tube was then cut between the sheath cap and the device cap. The anchor was successfully positioned by pulling the remaining suture manually and the collagen was successfully positioned by pushing the tamper tube. Subsequently the hemostasis procedure was successfully completed. The patient has been under follow-up observation and no health damage to the patient was reported. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There was no health damage to the patient. The blood loss was less than 250cc. There was no other devices or equipment being used with the reported product.